Event description:
The point of contact for a peritoneal dialysis (pd) patient reported to fresenius technical support that the patient had peritonitis. No additional information was provided during the initial reporting. Upon follow-up with the patient¿s former pd registered nurse, it was reported cultures were drawn in the hospital (date not reported). The patient's culture grew three gram-negative bacteria to include pseudomonas (species not provided), escherichia coli, and one unknown bacteria. The patient did not respond well to antibiotics and their [pd] catheter (not a fresenius product) was removed. The hospital has since found an abscess on the patient¿s colon. The patient remains hospitalized and is not doing well. The patient will be on in-center hemodialysis moving forward. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis cannot be determined. Though the cause was unknown, a majority of peritonitis infections are caused by nonadherence to aseptic technique through touch contamination involving the transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism (e. Coli) that is part of the normal flora of human gastrointestinal (gi), genitourinary (gu) and aerodigestive tracts. Regardless, in the absence of the required information, the liberty select cycler with the liberty cycler set cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection of the cycler showed signs of physical damage. The heater tray was discolored. There were visual indications of dried fluid within the cassette compartment on the pump. There were also visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. An (as received) simulated treatment with reduced dwell times was performed on the cycler and completed without failures. The cycler underwent and passed a valve actuation test and a system air leak test. An internal visual inspection identified evidence of dried fluid on the bottom cover behind the front panel assembly. The cause of the dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
The point of contact for a peritoneal dialysis (pd) patient reported to fresenius technical support that the patient had peritonitis. No additional information was provided during the initial reporting. Upon follow-up with the patient¿s former pd registered nurse, it was reported cultures were drawn in the hospital (date not reported). The patient's culture grew three gram-negative bacteria to include pseudomonas (species not provided), escherichia coli, and one unknown bacteria. The patient did not respond well to antibiotics and their [pd] catheter (not a fresenius product) was removed. The hospital has since found an abscess on the patient¿s colon. The patient remains hospitalized and is not doing well. The patient will be on in-center hemodialysis moving forward. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.